Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 40 mg/dl. The customer stated that she had to go to the emergency room on (B)(6) because she gave herself too much insulin at night. The customer stated that she tried to set a temporary basal for 1 or 2 hours. The customer stated that she adjusted her basal at night for the time being. The customer was advised to call back to document her low blood glucose readings. The customer declined to troubleshoot for low blood glucose readings.